Event description:
It was reported that an articular surface would not assemble with the tibial tray despite multiple attempts. Attempts to obtain additional information have been made. However, no more information is available.

Manufacturer narrative:
(B)(4). G2: china. H3: customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned articular surface identified signs of insertion attempt/s with gouges and inserter tool marks present. The dovetail feature was flared. Medical records were not provided. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.